Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #9 (type ii bone). Primary stability and osseointegration were achieved. Immediately extraction site was involved in the event. The clinician states that the buccal cortical plate degraded but remaining 3 walls intact with integration. A final prosthesis was installed on (B)(6) 2012. The implant was removed on (B)(6) 2013 due to pain. Medical history: hypothyroidism.